Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29, serial #: (B)(4), ubd: 16-oct-2022, UDI#: (B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an electrocardiogram revealed left bundle branch block. The valve dislodged and mild paravalvular leak was noted. Subsequently a second valve was implanted, valve-in-valve. A peripheral vascular complication was noted and no treatment was reported. Four days post valve implant, a permanent pacemaker was implanted due to complete heart block. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: evproplus-29, serial #: (B)(4), ubd: 16-oct-2022, UDI#: (B)(4). Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an electrocardiogram revealed left bundle branch block. The valve dislodged and mild paravalvular leak was noted. Subsequently a second valve was implanted, valve-in-valve. A peripheral vascular complication was noted and no treatment was reported. Four days post valve implant, a permanent pacemaker was implanted due to complete heart block. No additional adverse patient effects were reported.